Event description:
It was reported that the ilet user experienced high blood glucose after a prior perceived low. The user stated a nighttime value of 90 mg/dl, was advised that this is not hypoglycemia, and later recorded a glucose of 225 mg/dl while feeling ill with vomiting, with education provided on appropriate hypoglycemia treatment using the 15/15 rule. Symptoms included hyperglycemia reaching 243 mg/dl and gastrointestinal upset with vomiting. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included a review of device use and user-reported history, focusing on potential user technique and illness-related factors. Investigation of this case revealed no device malfunction and suggested hyperglycemia associated with intercurrent illness and potential overtreatment or misinterpretation of hypoglycemia thresholds. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and illness, with the device functioning as designed.